Event description:
The advocate alleged the customer's breeze2 meter was reading higher than usual and the customer was taking more insulin as a result. The advocate also alleged the customer's meter was reading up to 90 mg/dl different compared to his doctor's meter. No actual readings were provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was unable to provide any additional information since she had to end the call. No product will be returned.